Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty and frequent charging, which began after an abdominal hernia repair where electrocautery was utilized. As a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient has been very happy with his stimulator. The explanted device will not be returned for analysis, as it was disposed of by the medical facility.

Manufacturer narrative:
The device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling warns about the use of electrocautery; however, there is no information confirming that its use caused the charging issues. Therefore, in the absence of device return and analysis the likely root cause could not be established. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty and frequent charging, which began after an abdominal hernia repair where electrocautery was utilized. As a result, the implantable pulse generator (ipg) was replaced. Postoperatively, the patient has been very happy with his stimulator. The explanted device will not be returned for analysis, as it was disposed of by the medical facility.